Manufacturer narrative:
The insulin pump was received with intermittent response from a button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.